Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient received an inappropriate shock one week post implant, from this subcutaneous implantable cardioverter defibrillator (s-ICD) device. The patient was admitted to the hospital, and troubleshooting maneuvers where completed, and could not recreate episode. A technical service (ts) consultant reviewed device data, confirming oversensing of noise, and 1 inappropriate shock in the primary vector. The physician stated they believed this was due to air entrapment in the header and around the header. Ts provided recommendations for programming device to secondary vector, x-ray imaging and a latitude home monitor. The patient was discharged and the physician will monitor the patient closely. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has not been returned by the customer; therefore, no product analysis could be performed. Investigation of the available information determined this device exhibited artifacts that are most likely due to air/fluid exchange within the cavity between the setscrew and a damaged seal plug or a slightly loose setscrew. Please see the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this patient received an inappropriate shock one week post implant, from this subcutaneous implantable cardioverter defibrillator (s-ICD) device. The patient was admitted to the hospital, and troubleshooting maneuvers where completed, and could not recreate episode. A technical service (ts) consultant reviewed device data, confirming oversensing of noise, and 1 inappropriate shock in the primary vector. The physician stated they believed this was due to air entrapment in the header and around the header. Ts provided recommendations for programming device to secondary vector, x-ray imaging and a latitude home monitor. The patient was discharged and the physician will monitor the patient closely. Device remains implanted. No additional adverse patient effects were reported.